Manufacturer narrative:
2/18/1998-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The product was used during a symphathectomy procedure. Reportedly, the instrument was difficult to open and the staples did not form properly. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.